Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter patient experienced on (B)(6)/2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support. Patient's mother did not calibrate according to user guide recommendations.

Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on (B)(4)2014. The complaint of inaccurate readings is confirmed.